Event description:
It was reported that asymptomatic patient presented to the emergency room after receiving inappropriate therapy due to oversensing. Noise was not reproducible with isometric testing or pocket manipulation. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.